Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The results were higher than repeat results obtained on a siemens immulite analyzer. No erroneous results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patient. The e601 analyzer serial number (B)(4).

Manufacturer narrative:
It has been clarified that the compared method was centaur and not immulite. The following reference ranges are used on the centaur analyzer: ft3 = 2.2 - 4.1 pg/ml; ft4 = 0.83 - 1.71 ng/dl; tsh = 0.39 - 4.01 uiu/ml. The sample from 06/23/2017 was provided for investigation, where it was tested on a cobas 8000 e 602 module (e602). The following values were obtained on the e602 analyzer: tsh = 0.56 uiu/ml; ft4 = 1.43 ng/dl; ft3 = 2.87 pg/ml; trab = 0.33 iu/l.

Manufacturer narrative:
The patient sample was further investigated and the results obtained by the customer were reproduced for ft4. The ft3 value generated during the investigation was slightly lower than the customer's results. All generated values were within normal reference ranges of all assays. No interfering factors were detected in the sample. For the difference in ft3 and ft4 results generated with assays from roche and siemens, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.